Event description:
Note: date of event is not known. A jagtome sphincterotome was used during a procedure(gender, age, weight unknown). According to the complaintant, after passage through the endoscope, the distal tip tore. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
No device evaluation was performed since product was disposed of. No device history review was performed due to no lot number provided.